Event description:
Pt was symptomatic for dvt and catheter was pulled with thrombus on proximal shaft, tips were ok. Dvt was confirmed with dappler sound study, ultrasound and venous flow study, before catheter was pulled. Status of the pt is unk.

Manufacturer narrative:
Event eval: still under investigation.